Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons had intermittent response and required multiple presses to evoke a response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging the up and down arrow keypad buttons had delayed responses and required multiple presses to elicit a response. The reporter denied damage to the keypad and noted the symbols were worn. The patient reportedly wore the pump in a case attached to a belt and did not clean it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.